Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the morphine with concentration 20.0 mg/ml at a minimum dose rate of 0.125 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. No patient death occurred. The pump and catheter were explanted on (B)(6) 2019 and were not replaced. The explanted devices were returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the septic meningitis and arachnoiditis and if there was a device issue, patient/therapy issue, procedure issue, etc., arachnoiditis was noted and that the tip of the catheter grew out (B)(6); all other outcomes were noted as being negative. Regarding the circumstances that led to the septic meningitis and arachnoiditis, it was noted that the patient experienced increased pain and magnetic resonance imaging (MRI) showed leptomeningeal enhancement. Cerebrospinal fluid (csf) analysis was further noted in addition to increased white blood cells (wbc) and a negative gram stain. The pump and catheter were surgically removed and the septic meningitis and arachnoiditis were resolved. The patient¿s weight at the time of the event was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient had septic meningitis and arachnoiditis. The system was explanted yesterday and the product would be returned. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump and catheter were returned and analysis found tearing in the seal material of the catheter guide ring and damage to the pump o-ring. If information is provided in the future, a supplemental report will be issued.